Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed high impedance and inadequate capture thresholds. A lead fracture was suspected. The patient would be brought in clinic. There were no symptoms reported.